Event description:
It was reported that the procedure was to treat a heavily calcified arteriovenous (av) fistula. The 8.0mmx60mmx80cm armada 35 balloon dilatation catheter (bdc) was successfully advanced to the lesion. However, during inflation at nominal pressure, the middle of the balloon did not inflate, reportedly due to the heavy calcium in that area of the lesion. The armada 35 bdc was inflated to rated burst pressure (rbp); however, the middle of the balloon still did not inflate. The armada 35 bdc was then inflated above rbp to 22 atmospheres (atm) and the balloon ruptured. During withdrawal of the armada 35 bdc, resistance was met with the calcium in the lesion, and the balloon separated where it had ruptured. No attempts were made to snare the separated balloon. A 10mmx60mmx80mm absolute pro stent implant was successfully deployed to crush the separated balloon segment against the vessel wall, while simultaneously treating the target lesion. The procedure was completed at the time with good results. The patient is doing well and was discharged. There was no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4) - above rated burst pressure (rbp). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. It should be noted that the armada 35 instructions for use (IFU) warns: inflation in excess of the rated burst pressure may cause the balloon to rupture. Based on the reviewed information, no product deficiency was identified.